Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR submission is a late submission. A nc has been issued.

Event description:
Patient reports developing a black/brown tongue. Concerned the tmj (temporomandibular joint) makes it worse as the patient clenches at night and wakes up with severe headaches (twice in the past 3 weeks).

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.